Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns therapy pt received high impedance on both normal mode and system diagnostic tests. The physician is unaware of any trauma or manipulation of the device that could have caused or contributed to the high impedance. X-rays were reviewed by the manufacturer and it appeared a gross lead fracture was present after the lead bifurcation. A portion of the lead was behind the generator and could not be assessed. The pt has been scheduled for revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.